Event description:
It was reported that the patient claims at one point her generator was infected. No further information is available. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of manufacturing records.review of manufacturing records reveals the lead and generator were sterile prior to distribution.